Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgment was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficulty/guiding catheter resistance during withdrawal could not be tested due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a distal right coronary artery. Pre-dilatation was performed with a 2.0 non-abbott balloon catheter. A 2.5 x 23 mm xience xpedition could not cross the lesion and when retracting back into the guiding catheter, the stent hung up on the guiding catheter tip and was dislodged off the balloon and the guiding catheter deep seated and access was lost. The stent was still on the guide wire; however, during the removal of the guide wire the stent migrated into the left iliac. Another guide wire and a snare device were both used in attempts to remove the stent but it could not be removed and remains in the anatomy. Another 2.5 x 23 mm xience xpedition was successfully used to complete the procedure. The patient remained hospitalized and was expected to be released on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.